Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they visited emergency room and hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 547 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and experienced the symptoms such as nausea, vomiting, abdominal pain, weight loss, headache and body ache as a result of high blood glucose. The customer was treated by bolus with pump, manual injection and in hospital they were treated with insulin drip, fluids and morphine however they were using auto mode feature on insulin pump. Customer¿s health care professional determined that the insulin pump was not functioning properly. Customer was alleging that the insulin pump was under delivering and they were assisted with performing the high pressure test and test was passed. The insulin pump and reservoir will not be returned for analysis.